Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient inserted a new cgm sensor and throughout the following week, the device consistently displayed low glucose readings (approximately 60-70 mg/dl). Despite these readings, the patient reported no symptoms of hypoglycemia but self-treated based on the cgm data. The patient did not perform manual blood glucose checks via fingerstick, as she was unaware of the need to verify cgm readings and relied solely on the device. To correct the perceived low readings, the patient consumed sugar (type unspecified), but the cgm continued to display low values. On (B)(6) 2025, the device issued repeated low-glucose alerts overnight, prompting the patient to seek emergency care at approximately 5:30 am. Upon arrival at the ER, a fingerstick test revealed a blood glucose level of 925 mg/dl. The patient was admitted and treated with insulin (approximately 20 units every 3 hours; administration method not specified) and received IV fluids (type unspecified) throughout her stay. The patient remained hospitalized for more than 24 hours and was discharged on (B)(6) 2025 at approximately 2:30 pm. No blood glucose or cgm readings were documented prior to discharge. At the time of the follow-up call, the patient reported feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.